Event description:
It was reported that the patient experienced inadequate pain relief with their drg system. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the drg system was explanted to address the issue. It was also reported, that during the same surgical procedure on (B)(6) 2023 [related manufacturer report number: 1627487-2023-05715], one drg lead fractured, and the physician was not able to retrieve it from the body. Therefore, there is still a partial lead with three contacts left implanted. It is unknown which drg lead did not provide adequate pain relief and which drg lead fractured whose fragment was left implanted.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 4 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: 50cm implant lead kit, slim tip, model: mn10450-50a, UDI: (B)(4) serial: (B)(6), batch: 7380732. Common device name: 50cm implant lead kit, slim tip, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 7380732 common device name: 50cm implant lead kit, slim tip, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 7380732.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.